Event description:
The product was used during a sigmoidectomy procedure. Reportedly, the staples were missing. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.